Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review:patient was scheduled for inferior vena cava (ivc) filter placement for preventative protection of pulmonary embolism following perioperative period of roux-en-y gastric bypass. Access was gained via the right femoral vein. A venacavogram was performed and revealed the caval diameter at the l2-l3 vertebral bodies to be 27.3mm. The ivc filter was deployed between the l2-l3 vertebral bodies. Patient tolerated the procedure well. Approximately twelve years seven months post ivc filter deployment, a CT demonstrated the ivc filter tip to be projecting onto the anterior wall and the legs projecting circumferentially. The posterior legs appear to be slightly protruding outside the wall by 2-3mm. Approximately twelve years eight months post ivc filter deployment, patient was scheduled for ivc filter retrieval. A venogram demonstrated the inferior vena cava to be intact with normal contour and good flow without evidence of thrombus in the ivc filter. Multiple unsuccessful attempts were made to retrieve the ivc filter during the procedure. First, by use of a clover snare, the ivc filter was engaged and the tip was captured. However, the ivc filter did not disengage with the amount of force applied because the ivc filter spiral was densely adhered to the cava. This method of retrieval was discontinued with the concern that the further use of force would result in caval injury. A retrieval cone was used next but this method proved unsuccessful also. The procedure was terminated. An ultrasound image of the cava demonstrated it to be intact. Below the filter there is some stenosis in the mid portion of the ivc filter. Multiple images documented attempts at retrieval of the ivc filter and proved to ultimately show engagement of the filter with significant elongation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately twelve years seven months post deployment, a CT demonstrated the ivc filter tip to be projecting onto the anterior wall and the legs projecting circumferentially. The posterior legs appear to be slightly protruding outside the wall by 2-3mm. Approximately twelve years eight months post deployment, multiple unsuccessful attempts were made to retrieve the ivc filter using a clover snare and retrieval cone. Therefore, the investigation can be confirmed filter tilt, perforation of the ivc and retrieval difficulties. Snf was designed to be a permanently implanted filter without the potential for removal. Per the medical records, multiple unsuccessful attempts were made to retrieve the ivc filter using a clover snare and retrieval cone. Therefore, using the retrieval systems likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2006); (05/2003). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the ivc. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.